Event description:
A report was received that the patient was experiencing some discomfort at the pocket site and was having difficulty charging the ipg. The patient reported that the battery was flipping out and not staying in place. The patient underwent pocket revision and the patient was doing well postoperatively.

Manufacturer narrative:
.